Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no battery out limit alarm or froze screen noted. All operating currents are within specification and the insulin pump passed self test and off no power. The insulin pump was received with cracked caveat the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the screen froze during a bolus delivery attempt. The customer also received battery out limit and weak battery alerts, following replacement of the battery. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 258 mg/dl, which was treated with injection. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. The customer stated there was a small crack in the top right hand corner of the insulin pump. Nothing further was reported.